Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change and had been connecting the cartridge outside of the pump; after completing a successful dry run, the user replaced all supplies and then successfully completed the supply change following education on proper cartridge insertion. Symptoms included no reported clinical effects. Outcomes included no interruption to ongoing care beyond the transient procedure delay. Investigation included troubleshooting and user education on correct cartridge handling and insertion technique. Investigation of this case revealed user technique as the likely contributor to the initial occlusion-related inability to fill tubing, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge insertion outside the pump.